Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that the vacuum nozzle was worn. He then replaced the vacuum and sipper nozzles. He performed a system prime and an air purge with acceptable results. He performed multiple ise checks with acceptable results. The customer performed calibrations and qc with acceptable results. The customer also replaced the main probe, which improved the issues in the ises. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 4 patient samples tested on a cobas 8000 cobas ise module (double). The initial results were not reported outside of the laboratory. The reporter stated that the sodium qc was low so they reran some samples and discovered that there were several spuriously low sodium results. They checked for salt deposits and the tightness of the brass screws and did not find any issues. They performed an ion-selective electrode (ise) check with acceptable results. Sample 1 had an initial result of 122 mmol/l with a repeat result of 142 mmol/l. Sample 2 had an initial result of 133 mmol/l with a repeat result of 142 mmol/l. Sample 3 had an initial result of 124 mmol/l with a repeat result of 134 mmol/l. Sample 4 had an initial result of 126 mmol/l with a repeat result of 139 mmol/l. The sodium electrode lot number and the expiration date were requested but not provided.